Manufacturer narrative:
Date of event is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they were feeling electronic stimulation and wanted to know if it was possible that one of their leads dislodged. The caller was able to confirm stimulation was on and was at 1.8. Caller reported they first felt the uncomfortable stimulation during a physical therapy session where they were pulling and stretching the hips. Caller reported they had turned stimulation off prior to therapy. Caller was redirected to their healthcare provider. Caller reported they did not want to turn stimulation off because they were receiving therapeutic benefit. No further complications were reported or anticipated.